Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with horizontal diplopia in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of horizontal diplopia. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.50 x -2.50 x 10; left eye pre-op 20/20 -3.75 x -2.75 x 171. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -1.00 x 90; left eye post-op 20/20 .00 x .00 x 90.